Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, customer's blood glucose level displayed "high" and was resolved by manual insulin injection. Customer reverted to an alternate method of insulin therapy.